Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. It was reported that customer sometimes did not hear the no delivery alarm during the night. Customer's blood glucose was 12 mmol/l. Customer declined troubleshooting. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. No unexpected insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, stained keypad overlay buttons, cracked retainer and peeling end cap address label.